Manufacturer narrative:
Investigation results: visual evaluation of the returned device did not find any failures related to the reported event that the snare failed/was unable to cut. However, it was noted that the catheter was kinked in the middle of the device and was smashed in the end of the distal section. The device passed the retroflex test, it extended and retracted within specification. Electrical resistance testing was performed and resistance measured at 12.4 ohms, within manufacturing specifications. The reported complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03705 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was unable to cut. It was noted there was no cautery being delivered from the snare. A second sensation snare was used and encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03705 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was unable to cut. It was noted there was no cautery being delivered from the snare. A second sensation snare was used and encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03705 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was unable to cut. It was noted there was no cautery being delivered from the snare. A second sensation snare was used and encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.